Event description:
It was reported that the pt underwent a spinal procedure using an interbody device at l3/4. During the procedure, the cover plate of the device was not able to be implanted. It was reported that one fixation screw backed out approx three weeks post op. The revision surgery was performed approx three weeks post op to replace the device.

Manufacturer narrative:
Neither the device nor film of applicable imaging studies were returned to the manufacturer for eavluation. We are unable to determined the cause of the event.